Event description:
It was reported that the patient and their clinician support representative performed a factory reset of the ilet after the patient entered incorrect information and began announcing meals as ¿less for me¿ instead of ¿usual for me,¿ which led to incorrect procedure and use of the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions when selecting meal announcement size through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.